Event description:
Add'l info rec'd from MFR 4/14/04: the product was not released from the hosp to allow bet to evaluate the device. Phone calls to the risk mgr and nurse involved were made to arrange for personnel to go in and view the product at the user facility in jan 2004. These attempts were unsuccessful as both the risk mgr and nurse involved were no longer employed by the hospital. Please note that the complaint was determined to be a fastrac gw 20 fr peg kit item 003024, not a 1924 peg kit. A device history records review was performed. Lot 43jna105 was manufactured on 10/20/03 and consisted of 162 fastrac gw 2ofr kits (item 003024.) Item 003024 contains sub assembly ae3409940. Lot 431na182 was identified as the onecorresponding to this sub-assembly. On sa lot history record, it was found that 2ofr gap catheter (p/n ae3206556) used for the manufacture of item 003024 was from bard lot 43-015648-1. Incoming inspection shows that1,063 parts were received and lot passed incoming inspection requirements per e-7168. Compliance certification from supplier was in place (dated 09/16/03) stating that catheter was manufactured in accordance with specifications. Supplier lot number: 0307094. 168 catheters were used for lot 43jna105, which final quantity was 162. The difference (6 parts) wasaccounted for in defect reporting data sheet found on ae3409940 (lot431na182) file. No objective evidence could be gathered from DHR review related to reported complaint. An analysis of the instructions for use indicates a contraindication: "inability ti identify transabdominal illumination for needle placement (i.e., extreme obesity, extensive gastrointestinal surgery, ascites, etc) and under precautions: the stomach should be kept insufflated throughout the procedure to ensure contact of the gastric and abdominals walls." In the MFR's report 12236880-2003-00070, conclusion code 68 was used. In h10 it statred, "the product was not returned for evaluation. A DHR review was performed. The were no nonconformities or discrepancies noted for lot #43jna105." As of december 2003, the pt was supported with antibiotics and remained alive on ventilator support in persistent vegetative state. MFR has attempted to obtain more recent info from the user facility, as mentioned above, with no response.

Event description:
An unconscious, grossly obese pt with multiple medical problems, on a ventilator, was nutritionally supported via gastrostomy tube feeding. In 2003, an abdominal CT reported the gastrostomy tube was seen in peritoneal cavity. A CT of pelvis noted contrast material in the peritonium when injected in the peg (percutaneous endoscopic gastrostomy) with pneumoperitoneum. It was felt that there was "corrosion" of the peg catheter through the stomach wall. It was also thought likely that the g-tube feeding had been in the peritoneal cavity for a time causing peritonitis and septic shock. The physicians who had put the peg in reported the situation to the endoscopy manager and did not want to use that particular brand of peg kit, feeling the peg bumper had migrated through the wall into the peritoneal cavity. One doctor also reported having had problems with this brand of peg before. All remaining kits were pulled from the shelf and a new brand ordered. No surgery was undertaken due to pt's already fragile medical condition. The pt was supported with antibiotics and as of 2003, remains alive on ventilator support in persistent vegetative state.